Event description:
It was reported that date was fluctuating on the patient therapy manager (ptm) in regards to the refill date. The refill date reportedly should be (B)(6). However, the ptm had been fluctuating between the (B)(6). The patient felt the date should be ¿getting earlier¿ on the ptm since he was delivering boluses, rather than later which reportedly he was experiencing when viewing the ptm. Further the patient stated the date displayed on the screen was later than expected but he felt the date should display an sooner or earlier date due to the boluses. In addition, the patient felt a bolus delivered the previous night to this report may have delivered more medication than normal. The patient was ready to go to the emergency room ¿until that bolus was delivered.¿ the patient stated the possibility of a blocked catheter. He had not noticed ¿good relief¿ from the boluses recently and at times ¿barely notices them.¿ it was reported that at the patient¿s last refill, around (B)(6) 2013 the patient¿s concentration had been changed. The patient had not had a refill since then, despite usually getting refills about every six weeks. The patient thought the timing between refills now may be due to the concentration change. This device system delivered bupivacaine and dilaudid. Additional information was requested and the health care provider later report the patient was not getting extra medication. In addition the patient most times did not use up all of his prescribed boluses the fluctuation of dates on the ptm was expected. The hcp reported no issue at this time but the patient had an appointment scheduled to interrogate the device and look at his ptm for further education.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 703w, lot# l43899, implanted: (B)(6) 1997, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).